Event description:
It was reported that the patient inflatable penile prosthesis (ipp) reservoir migrated from the original site and caused pain. The ipp reservoir was removed and a counter abdominal incision was made for the placement of the new reservoir. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.